Event description:
Caller reported a malfunction in the pump. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high," necessitating a correction injection via mdi, but there was no assistance needed from a third party. The customer reset the pump independently, and technical support decided to replace the device to maintain satisfaction. The caller was informed about receiving a replacement pump, which will include updated software, and acknowledged the available training in their tandem source account. They understood the steps needed for returning the problematic pump and the receipt of the replacement.